Event description:
It was reported that the device was explanted after an implant duration of approximately 41.03 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to dehiscence, mitral regurgitation, and paravalvular leak.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. Through follow-up with the health-care provider (via fax and e-mail), additional information was received. Unfortunately, the cause of death remains unknown.

Event description:
It was reported that the patient has expired after an implant duration of approximately 2.7 months. Reportedly, the patient died from complications after the surgery. Through follow-up with the health-care provider, it was learned that the patient's post-operative hospitalization was complicated by gi bleeding, and was transferred to a covalence home in brantford. Unfortunately, the cause of death was not provided to the hospital or the surgeon.